Event description:
It was reported that the radio frequency (rf) head and replacements would not work with the programmer. The connector was loose. The programmer and rf head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the rf head would only intermittently work. The device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the label backing was missing. (B)(4).